Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a "cramp in [their] abdomen and side," which was further clarified to be diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and subsequently turned off due to continued diaphragmatic stimulation. No further patient complications have been reported as a result of this event.